Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, black screen occurred after reboot, although the station was online in remote smart service (rss), login failed as the device repeatedly showed the windows screen, produced a pop sound, and then went black. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that the device was set to power mode. A field service engineer (fse) confirmed that the power supply and connections were in good working order. After rebooting, the device completed routine updates. The fse tested all drawers using hardware test application (hta), checked all cabling including all in one (aio), and performed a final reboot. The device was responsive with no issues found. The system functioned as intended after field service engineer repaired the device.